Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has caused or contributed to pt injury previously. Device issue: guide wire core separation. It was reported that it was noticed that while prepping the guide wire, the tip was much harder compared to usual when an attempt was made to shape the guide wire. The guide wire was not used in the pt. No additional event or pt information is available. This is being reported based on analysis of the returned device which revealed that the distal end of the guide wire had separated. It is possible that the tip separation occurred upon removal from the packaging hoop prior to prepping the device.

Manufacturer narrative:
Irregular texture. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core and polymer were separated 24.5 cm distal to the proximal end of the polymer. The separated portion was not returned. The polymer material was slightly stretched for approximately 1 mm proximal to the separation. The separated edges of the polymer were jagged. There was a kink in the polymer 1 mm proximal to the separation. There was a 45 degree bend in the core 2 mm proximal to the separation. There was blue fiber material on the polymer 16 cm distal to the proximal end of the polymer for a length of 2.5 mm. There were no other anomalies noted to the polymer. There was no other damage noted to the guide wire. A laser micrometer was used to measure outer diameter of the returned portion of the guide wire. The outer diameter met manufacturing criteria. The distal end of the guide wire was dipped into red congo dye to confirm that there was hydrophylic coating present on the guide wire. The guide was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned device. The reported difficulty with the tip shape can occur due to, but is not limited to, manufacturing, device handling, shaping technique, and/or tip damage. Analysis revealed that the tip of the guide wire was separated. The separated portion was not returned. The polymer material was slightly stretched and jagged proximal to the separation, most lilkely as a result of the separation. There was a kink in the polymer and an angle in the core prox to the separation. According to the case description, it was reported that the tip was harder to shape. The guide wire was pre j shaped, and it is possible that the physician thought it was necessary to shape the tip not knowing the tip had separated. This is consistent with the angle and damage to the end of the guide wire. The physician would experience shaping difficulty since the shaping would have occurred at the core which is usually stiffer than the tip. This difficulty also suggests that the tip separated prior to the physician shaping the guide wire. Tip separation of this type can occur when the core is subjected to loads beyond its design limits causing detachment. The guide wire was sent to sem for analysis, which revealed that a small section of the core had also separated after the polymer coating was removed. Sem analysis suggested that the core from both sections were subjected to ductile overload, which caused the damage to the guide wire. A guide wire being over pulled would require the tip to be trapped or bent in order to create the required forces to damage the guide wire as described. In this case, it appears that the small section of core separated due to the attempted shaping of the end. There was no indication in the case description what may have caused the other separation of the tip from the core; however, the tip can become trapped during preparation procedures, device handling, and/or removal from packaging. Per instructions for use (IFU), "remove the guide wire from the dispenser by pushing the exposed section of the guide wire into the dispenser until the guide wire tip and a portion of the core exit the end of the hoop. Then grasp the core of the guide wire to remove it totally from the dispenser. Avoid damaging the fragile guide wire tip. Do not grasp the tip of the guide wire while removing it from the dispenser." It is possible that the tip was trapped in the dispenser, and separated upon removal. The dispenser or packaging was not returned, which may have aided in evaluation. A review of the lot history record was performed and indicates that this lot met all the manufacturing requirements. Overall, the cause for the tip separation is unknown; however, based on the analysis of the returned device, the separation may be related to case circumstances. There was a blue fiber on the polymer coating distal to the polymer. The fiber appears to be related to gauze or another material a physician may use to wipe the guide wire down. It does not appear to have caused or contributed to the separation or difficulties shaping the guide wire. The difficulty appears to be related to the circumstances experienced during the procedure, and there is no indication of a product deficiency. Product performance engineering will monitor the incident circumstances. To ensure this type of damage does not occur in processing, manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. This MDR is considered closed by the product performance group.